Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two hours following the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced cardiac arrest. The patient was defibrillated, restoring normal rhythm with one shock. The arrest appears to be have been caused by a sudden drop in heart rate due to programming. The device was reprogrammed. It was also reported that the patient had an unrelated chest wound which was aggravated during cardiopulmonary resuscitation. A probable infection was noted. Antibiotics were administered. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.